Event description:
Pt had left total hip performed on 12/3/93. During rehab, had "popping' in hip. Pt dislocated hip posteriorly on 12/9/93, was closed reduced. X-rays reportedly indicated shell rotated out of previous position. Acetabular shell revised on 12/15/93.